Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a broken input disk. Input disk #7 was found broken into pieces inside of the housing. Other backend components adjacent to the broken inputs do not show damage. As a result of the broken inputs, the grips did not operate properly. The complaint was confirmed based failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was fired across the bile duct and the clip would not clasp together. The procedure was completed with no reported injury.